Event description:
Reporter alleged obtaining a discrepant blood glucose result of 51 mg/dl back to back with a result of 156 mg/dl on a pt using the inform system when testing was performed within 10 mins. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips were all used and so no product will be returned for eval.